Manufacturer narrative:
The reported "head error" occurred on start up of device. No patient was involved. The affected rotaflow drive was requested for return to the manufacturer em-tec for investigation/repair under RMA#40202. According to the service manager dated on 2020-04-01 via the communication field in the complaint. It was stated that the unit was not shipped because the service technician of our dealer after several tests discovered that the user was making some usage errors. The unit is working correctly without errors. This was reported today, after several complaints that the unit had not been dispatched.". Due to this information the reported failure head error could be confirmed but not a product related malfunction could be confirmed. (User making some usage errors). The device was directly involved in the incident. Most possible root cause of the head error could be determined as: 1. The head error is caused by the hot plug. When device is in operation and the power plug is plugged in or out. And this leads to a damage at the control board of the rotaflow. 2. The head error follows by the sig error. This is when the ultrasonic crème is applied to the flow bubble sensor. Then the centrifugal pump is causing backflow and this leads to the head error. 3. The head error is also caused by shaking the drive. This is when the motor (which is controlled by the optical tacho) is not blocked when adjusting to 0 then it could lead to error when slight shaking. The motor could then slightly rotate. 4. The head error can be caused by connection issues between the console (rfc) and the drive (rfd).this is when the cable connection is disturbed by defective pins. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11 contain detailed descriptions to prevent an ¿error head¿. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from (B)(6) that the unit present "error head" on rotaflow console, we change the rotaflow drive unit for another and the error was solved. The rotafow drive was detected as defective. Complaint ID: (B)(4).